Event description:
It was reported by the customer that on (B)(6) 2010, the fiber was damaged at the tip, the fiber tip was completely burned, the residue of the fiber was left in the working channel of the scope at 109,730 joules.